Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed on troubleshooting steps, but declined to troubleshoot. Consequently, the cause of the occlusion could not be determined. Customer changed supplies and resumed insulin therapy.